Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found both tamper seals were broken, the lcd lens cover was smashed, and the top case was cracked in the front corner. The devices event history log was reviewed for evidence of the reported event, and syringe plunger not in place? Error was found. To conduct functional testing, the device was inspected and had a flow test performed. The damaged lcd lens cover was verified during inspection, the plunger not in place could not be verified during testing. The damaged lcd lens was damaged due to impact attributed to user. To address the issue the top case was replaced, and the plunger pcb was replaced as preventative measure as the board was over 8 years old. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump screen was damaged and showed a syringe not in place error. No adverse patient effects were reported by the customer.